Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit had an open circuit, causing the humidifier to alarm. This was noticed prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit had an open circuit, causing the humidifier to alarm. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the expiratory and the inspiratory tubes of the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for inspection. The tubes were visually inspected and electrical resistance tested using a multimeter. A continuity test was used to locate the break in the heater wire. Results: no physical damage was observed to the returned tubes. Electrical resistance test revealed that the heater wire in the inspiratory tube was open circuit. A wire break was located between the heater wire and the left heater wire pin inside the moulded plug. The heater wire in the expiratory tube passed the electrical resistance test. A lot check revealed no other complaints of this nature for lot number 120111. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.